Event description:
Post procedure, it was reported that the patient developed left sided weakness with a left sided facial droop. A magnetic resonance imaging (MRI) suggested multifocal embolic strokes. The patient was placed in the intensive care unit (ICU) and was densely hemiparetic and unable to swallow. She required anticoagulation and pressors for induced hypertension. No other complications were reported with the patient and she has not been back for a follow up after discharge.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.(B)(4).